Manufacturer narrative:
Approximate age of device - 1 year, 10 months. The explanted device was returned for evaluation. The report of low speed operation, low flow alarms and pump stoppage events was confirmed. Electrical continuity testing of the pump-end portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed from the pump-end portion of lead and examination of the underlying wires revealed disruptions in the insulation of the black and orange wires adjacent to the nipple of the pump housing, and in the insulation of the black, green, orange, and red wires approximately 3¿ from the pump housing. The conductors of these wires were exposed. The disruptions of the black, red, green and orange wires appeared to be the result of repetitive flexing of the lead in these areas, which caused abrasion to the wires as a result of rubbing against the braided shielding. There was no evidence of mechanical damage such as crushing or pinching. The disruptions in the wires would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient began experiencing intermittent pump stoppage events when powered by both battery and the power module. The patient was asymptomatic at the time of the events. A data log file was reviewed by the manufacturer's technical services which showed multiple low speed, low flow, and pump stoppage alarms. On (B)(6) 2015, a percutaneous lead distal end repair was performed. However, abnormal pump operation continued following the distal end repair. On (B)(6) 2015, the patient was placed on an ungrounded power module patient cable. On (B)(6) 2015, the patient underwent a pump exchange.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: red heart alarm due to external driveline fracture.